Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After insertion into the eye, it was noted that the lens had torn. The lens was removed with not pt injury. The surgeon cut the lens to remove from the eye. The incision was not enlarged and no suture was used . Another same model and size lens was implanted. Cause of this incident was loading error.

Manufacturer narrative:
(B)(4). No lens in returned packaging. Conclusions: the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. Number (B)(4).